Event description:
2023-04-08: integrum received an e-mail with information that the loaner axor ii (B)(6) had fallen off the abutment. No fall or harm to the patient reported. The unit has not yet been received. Manufacturing investigation performed; batch documentation reviewed, no deviations were found. Technical investigation to be performed when the unit has been received. 2023-05-31: integrum is still waiting to receive loan unit (B)(6), then technical investigation to be performed of the device. Since this patient has had a similar incident with another device (reported in emdr case: (B)(4), integrum will contact the clinic to further discuss potential unknown information regarding usage of the device. 2023-06-28: unit received and technical investigation performed. During investigation of loan unit (B)(6), the unit did not pass the gripping test and wear on the clamps indicate that the abutment has not been inserted all the way into the axor when used. However, the technical investigation could not identify the root cause to the grip issue. Since the patient has been involved with two different axor ii devices falling off the abutment, and that the technical investigation of the two units showed similar results in regards signs/wear on clamps, a possible reason for the incidents is user error - not inserting the abutment completely when attaching the axor. Integrum has been in contact with the clinic and performed re-training of the cpo/patient of how to properly attach the axor ii to the abutment. The cpo has informed that there are no issues with attachment since the training. Unit (B)(6) has been serviced and functionally tested according to specification with pass results.

Event description:
On 2023-04-08: integrum received an e-mail with information that the loaner axor ii (i7774) had fallen off the abutment. No fall or harm to the patient reported. The unit has not yet been received. Manufacturing investigation performed; batch documentation reviewed ((B)(4)), no deviations were found. Technical investigation to be performed when the unit has been receieved.